Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: after investigation, the patient underwent choledocholithotomy in the hospital in (B)(6) 2025 (the specific procedure date was unknown). The surgeon used pdp304h to perform bile duct suture in a continuous suture manner during the surgery. No device failure or patient injury was reported intraoperatively. 7-8 days after the surgery, the patient had abdominal discomfort and increased drainage (other symptoms and signs were unknown). The doctor found that the patient had bile leakage after examination and gave the patient a second surgery. The intraoperative exploration found that the suture at the previous bile duct suture site was broken, only the remaining knot part could not provide tension support. The doctor replaced the suture with a new one (the specific product information was unknown) for re suturing and reinforcement. The patient was in stable condition currently, and no subsequent adverse event report was received. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the patient experience an anastomotic leak on the bile duct incision? Please describe any medical/surgical intervention required for this suture event including dates and results. Where on the suture was the break noted upon re-operation? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name?

Event description:
It was reported that a patient underwent a common bile duct incision and stone removal surgery/choledocholithotomy surgery on an unknown date and suture was used to sew the bile duct incision. Seven to eight days post-op, the patient was found to have a bile duct leak complication. A second surgery was done and it found the previous suture was already degraded about 70-80%, the suture on the bile duct incision was broken, and only a small suture tie was left. The incision was re-sutured. The current condition of the patient was reported as stable. The surgeon opined it was related to the product. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional h6 component code: g07002 no device problem. Additional h3 investigation summary: the product was returned for evaluation. Visual inspection revealed that four (4) unopened samples were received for analysis. Product code pdp304h. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. A functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.